Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (25-50%), red particles on the shell, and flat creases. A microscopic analysis was performed which identified: a striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool and a missing shell assessed as inconclusive.

Event description:
Physician additionally reported ¿pathologically enlarged and were almost impossible to remove¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture."

Event description:
Company representative reported a physician's " implant rupture" device has been explanted. This relates to right side.